Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery and atrophy at the cuff site was observed. The device was removed but a new aus was not implanted due to the urethral injury. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of atrophy is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery and atrophy at the cuff site was observed. The device was removed but a new aus was not implanted due to the urethral injury. There were no additional patient complications reported.